Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 patients implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their patient population, and how these influences affected the patients' lives and other healthcare-related conditions. Reportable event: one patient with bradycardia with third degree av block, underwent implantation with a cardiac pacemaker. The patient's implanted dbs settings were monopolar. The patient suffered several episodes of syncope. After switching dbs to bipolar mode, syncope did not recur. The syncope was probably induced by an interference with the pacemaker resulting in inadvertent pacing inhibition and bradycardia. See literature article with MFR report# 3007566237201002001.

Manufacturer narrative:
(B)(4).